Event description:
It was reported that the ilet user accidentally announced lunch twice, after which blood glucose readings were 160 mg/dl by sensor and 187 mg/dl by fingerstick. The user consumed a ham sandwich, chips, and an apple, which they described as a typical lunch, and later the system¿s report showed a decrease to 60 mg/dl before returning to range. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.